Event description:
It was reported that this right ventricular (rv) lead presented lack of capture and it was found to have dislodged by x-ray imaging, one day after it was implanted. The lead was repositioned several times due it to dislodging, however no abnormalities in the helix and measured values were observed with no confirmation of a structural or product factor as the root cause. The lead was implanted and fixated properly in the apex of the heart with good measurements values. No additional adverse patient effects were reported.